Event description:
It was reported that the patient's right ventricular (rv) lead had noise and the other rv lead had noise and t-wave oversensing (twos). Both rv leads were explanted and replaced. Additionally, the patient's right atrial (ra) lead had noise and was explanted and replaced. Furthermore, the patient's implantable cardioverter defibrillator (ICD) had noise and t-wave oversensing (twos) and was also explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated the right ventricular lead integrity alert.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694465 lead, implanted: (B)(6) 2002. (B)(4).

Manufacturer narrative:
Evaluation summary continued: analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.